Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va131da, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va111ax, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A healthcare professional (hcp) clarified there was no failure; they believe the original failure was incorrectly reported. The hcp stated the trail did not successfully treat her symptoms. The hcp noted there was no failure of the leads, just a failed stage 1 procedure.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va131da, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va111ax, implanted: (B)(6)2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that the leads were removed due to the implant failing. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.